Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed; however, the cause was undetermined. The product returned for evaluation was one photograph depicting a portion of guidewire. The wire depicted in the photograph was held between fingers. The outer coil wire was elongated and the inner core wire was broken. While guidewire damage was depicted, inspection of the supplied photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include shearing of the wire against the needle bevel and tensile stress. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the physician that the guidewire in the power trialysis kit works great, however, he has seen two wire's that fray between the outer lining and the inner wire. No patient injury was reported. This file addresses the initial frayed guidewire.